Manufacturer narrative:
The reported events of failure to capture and premature discharge of battery were not confirmed by analysis. Final analysis did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic with unspecified symptoms. Upon interrogation, it was found that the pacemaker exhibited loss of capture with a depleted battery. The pacemaker was explanted and replaced. Patient condition was stable.